Manufacturer narrative:
One suspected device was received for evaluation. Visual evaluation was performed and no anomalies were noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon switching on the pump, a continuous alarm immediately sounds, accompanied by a red screen and error message 44861. The customer complaint was confirmed. The probable root cause of the reported issue was defective mainboard. Mainboard will be replaced.

Event description:
The customer returned the device stating, "the pump experienced system error 448614". During device evaluation it was found that pump displayed error message 44861 accompanied by a red screen. This is a high-priority alarm indicating a critical condition which may result in an interruption of therapy.